Event description:
Fire dept personnel were attending to unconscious patient in cardiac arrest. An initial rhythm analysis by an AED rendered a shock decision. Allegedly the patient was connected to the device, diagnosed to be in ventricular fibrillation and countershocked several times. The patient was not resuscitated, however, the reporter stated the alleged malfunction did not cause or contribute to the patient's death. This opinion was based upon the reporter's assessment on the patient's lack of viability. Subsequent review of the code summary report by the facility clinical reviewer is questioning the validity of the rhythm displayed on the screen and is suggesting that the operator shocked a non-shockable rhythm based on a inaccurate display.